Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient was diagnosed as having a fractured filter which caused injury and damages, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent deep vein thrombosis (dvt). According to the information provided, the patient had a lumbar spine x-ray for pain, the x-ray showed that the filter had a fractured vertical component. The x-ray was performed approximately thirteen years post implant, of note an x-ray performed two years earlier also noted the presence of a fracture. The patient is also reported to have experienced pain, anxiety, anguish and fear. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis, blood clots and clots/occlusion of the filter do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for or x-rays for review, the reported filter fracture could not be confirmed, and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Section: additional information received per the medical records indicate that during a routine spine x-ray it was noted that the filter had a fractured vertical component. According to the patient profile form (ppf) the patient experienced pain, anxiety, anguish and fear. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported in a legal brief, a patient underwent placement of a trapease vena cava filter. The patient was diagnosed as having a fractured filter which caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and requires extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to sufferer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis, blood clots and clots/occlusion of the filter do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for or x-rays for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Trapease vena cava filter was implanted on or about (B)(6) 2016.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ trapease vena cava filter. The patient was diagnosed as having a fractured filter which caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and requires extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to sufferer significant medical expenses, and pain and suffering, and other damages.